Event description:
It was reported by repair work order that the customer alleged that the mattress was torn. Upon inspection of the unit by the service technician, it was identified that the mattress was torn with fluid ingress.

Manufacturer narrative:
Mattress; fluid ingress.